Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of slight melting on the manifold between 4 - 5 o'clock positions of the tip. The cord was also ripped off the device. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint from this lot of devices that were released to distribution. Corrective actions to be identified through CAPA-(B)(4), if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp electrode device produced sparks at the second impulse. It was reported that the electrode could not be used. It was reported that there was a risk of burn for the patient and of damage of the operative field. It was reported that nothing feel in the patient. It was reported that the device was brand new. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.